Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable loop recorder was oversensing noise. The device remains implanted. There were no patient complications reported as a result of this event.